Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 22% on february 21 to 15% on february 28. Premature battery depletion was suspected and a request was made for technical services to review the device data in the remote monitoring system. Engineering analysis confirmed the device was depleting prematurely, and device replacement was recommended for within 90 days, noting that elective replacement indicator (eri) battery status may be reached within that timeframe. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from (B)(6) on (B)(6) to 15% on (B)(6). Premature battery depletion was suspected and a request was made for technical services to review the device data in the remote monitoring system. Engineering analysis confirmed the device was depleting prematurely, and device replacement was recommended for within 90 days, noting that elective replacement indicator (eri) battery status may be reached within that timeframe. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that this device remains implanted and in service. The patient is closely followed in the remote monitoring system. The current estimated longevity was documented in the patient's chart at 10% remaining. No device replacement has been scheduled, and the battery status will continue to be monitored. Additional information was received that the device was explanted and replaced in december. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis. Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the estimated remaining longevity, from 22% on february 21 to 15% on february 28. Premature battery depletion was suspected and a request was made for technical services to review the device data in the remote monitoring system. Engineering analysis confirmed the device was depleting prematurely, and device replacement was recommended for within 90 days, noting that elective replacement indicator (eri) battery status may be reached within that timeframe. No adverse patient effects were reported. The device remains implanted and in service. The local sales representative later reported that this device remains implanted and in service. The patient is closely followed in the remote monitoring system. The current estimated longevity was documented in the patient's chart at 10% remaining. No device replacement has been scheduled, and the battery status will continue to be monitored. Additional information was received that the device was explanted and replaced in december. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product has been received for analysis. This report will be updated upon completion of analysis.